Manufacturer narrative:
Additional information from the facility on july 9, 2020: ¿the implant description, lot number and catalog numbers are related to the patients that had a malfunction and/or were infected. We are unsure which specific ones malfunctioned, as some patient had both a certas valve and a codman catheter.¿ additional events were reported. Find list of report numbers below. Additional information: meeting with surgeons on (B)(6) 2020: surgeons stated their concerns were actually not with the certas valves themselves or with infection, but with the proximal catheters having occlusions. Surgeons explain they check flow with a monometer of each component when revisions occur. For these complaints, the surgeons claim the proximal catheters were without flow. Integra confirmed there has been no change to the design or manufacturing of proximal bactiseal catheters since the acquisition other mfg report numbers: 3013886523-2020-00013 3013886523-2020-00014 3013886523-2020-00015 3013886523-2020-00016 3014334038-2020-00003 3013886523-2020-00017 3014334038-2020-00004 3013886523-2020-00018 3013886523-2020-00019 3013886523-2020-00020.

Event description:
N/a

Manufacturer narrative:
(B)(4). The catheter was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received: the patients presented with shunt malfunction symptoms ( headache, vomiting, lethargy, change in level of consciousness) and fever for those associated with shunt infection. The patients who had a valve related malfunction, the valve was manipulated prior to revision surgery. However not all returns were patients with a programmable valve (ie .catheter malfunction and/or infection). For valve related issue; the plan was to replace the valve due to infection concerns, after removing the valves, proximal occlusions were observed. No preparation was done on the catheters prior to insertion.

Event description:
N/a

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h10 additional information: sus voluntary event report foi for manufacturers (B)(4) was received on (B)(6)2018 with the following information: "a review of events between (B)(6)2019 and(B)(6)2020 the codman valves and codman catheter showing : increase rate of infections and/or return to or within 30 days after ventriculoperitoneal shunt placement/revision related to either a catheter or a valve issues of unknown reasons. Began using a variety of codman certas valves 2018. Began using codman bactiseal catheter 2019. In discussion with the neurosurgery team, they expressed concerns about the design function of the product. Currently, we are in communication with our codman representative and the neurosurgeons have decided t7o limit use of codman bactiseal catheters and certas valves, as much as possible while investigation is being completed." Other mfg report number - 1226348-2020-00380 h3 other text : 02.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
7 of 7 reports - other mfg report numbers: 1226348-2020-00275, 1226348-2020-00276, 1226348-2020-00277, 1226348-2020-00278, 1226348-2020-00279, 1226348-2020-00280. A facility reported an increasing rate of infections in patients with bactiseal catheters: patient (B)(6) old female. Date of surgery: (B)(6) 2020. Date of infection: (B)(6) 2020. Organism: acinetobacter baumanii. Type of infection: gram negative.